Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels, value was not provided. Customer reported receiving an incomplete bolus alert after attempting to deliver a bolus and did not complete the action. Customer delivered a bolus and used manual injections to address high bgs. After troubleshooting with tandem technical support, customer acknowledged that the alert was valid and pump was delivering insulin as intended.